Event description:
Rotating platform insert trials are flaking underneath when in contact with mbt trial post.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code family identified one similar event which was attributed to product wear out. A trend of the reported event has not been identified. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination the returned device did not confirm the reported event of trial flaking, however scratches/gouges are present on the underside surface and trial, and have the appearance of moderate/heavy usage. A complaint database search on the provided product code family identified one similar event which was inconclusive. Based on the overall condition of the returned device the root cause is attributed to product wear out. Due to the root cause of product wear out, corrective action is not need at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.